Event description:
It was reported that patient was diagnosed with an aortic root thrombus on non-coronary cusp measuring 1.2 x 1.4 centimeters on(B)(6) 2024 after presenting to the hospital with a non-st-elevation myocardial infarction (nstemi). The patient was treated with integrillin (eptifibatide) and a higher international normalized ratio (inr) goal and was discharged home. There were no associated changes to left ventricular assist device (lvad) parameters noted at the time. Log files captured routine events although the data was from late july/early august. Repeat transesophageal echocardiogram (tee) on (B)(6) 2024 demonstrated resolution on thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be determined through this evaluation. The submitted controller log file captured the device operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including myocardial infarction, and peripheral thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section on ¿preparing the ventricular apex site¿, which instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complications. Furthermore, section 6 outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The thrombus was diagnosed on a transesophageal echocardiogram (tee). The patient also presented with chest pain and elevated troponin associated with nstemi. There were no reported changes to the patient's condition that could have contributed, however they had a few subtherapeutic international normalized ratios (inrs) prior to diagnosis.

Manufacturer narrative:
B5: additional information. H6: health effect- clinical code, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.